Event description:
The patient was replaced. The lead was discarded during surgery and will not be returned to livanova. No other information has been received.

Event description:
It was reported that the patient had high impedance. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.